Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 11-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no communication to the pyxis stations due to an epic network related error. A technical support specialist connected to the station and checked the station logs and found a network related issue that was resolved. The station then reconnected, and its updates were current with the server information. The system functioned as intended after the technical support specialist inspected the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, no communication to pyxis med station from epic network related error the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.